Event description:
Customer reported that the dome sticker on the insulin pump is brown on one side and a little bit brown on the other side and the color tone was steadily increased over time. Customer stated that it seemed like there is a capacitor leaking. Last blood glucose value was 211 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stained end cap sticker, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.